Event description:
It was reported that during cardiac arrest, the platform gave 3-4 compressions and displayed realign pt. Medics replicated this about 4 times and then reverted to manual CPR. Back at the station, the ems coordinator was able to run the board for about 20 minutes on manikin with no problems. Customer also notes that during care, the sides of the lifeband were folding out and not staying locked in. When this happened, the lifeband could easily fall out. Back at the station, a new lifeband was tested with the platform and the back plate could easily be removed.

Manufacturer narrative:
Platform was not returned for investigation. Three attempts were made via telephone to contact the customer regarding device return (one attempt was made on (B)(4) 2012, a second attempt was made on (B)(4) 2012 and a final attempt was made on (B)(4) 2012). The customer was unresponsive to all three attempts. As the product was not returned, customer complaint cannot be verified. However, based on the information that was provided, probable causes for the reported "stops compressions and displays realign pt" message might be that the pt was not properly placed on the platform, or the load cells were damaged/defective. The probable cause for the lifeband not staying locked in might be the channel cast (an old revision part).